Manufacturer narrative:
This report is submitted on march 12, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2017. There are plans to reimplant the patient at a future date.